Manufacturer narrative:
The insulin pump passed displacement test and off no power test. The operating currents are within specification. However, corroded motor housing was noted; no corrosion on motor home switch also, received with severely corroded battery tube and battery tube spring noted. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the battery leaked inside the insulin pump. The customer changed the battery cap. Since then, the customer had issues using the battery on the second day because the insulin pump would turn off. Customer's blood glucose level was 11.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.